Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device's dso seal bubbled, confirming the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).

Event description:
It was reported the device exhibited bubbled downstream occlusion sensor. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.